Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via a merlin.net transmission with atrial fibrillation. It was noted that the implantable cardiac monitor exhibited undersensing and oversensing, which led to a false positive event. The device was reprogrammed. The patient was stable.